Event description:
During an epicardial ventricular tachycardia (vt) procedure, the magnetic field frame was not recognized by the system in navx or voxel mode and a delay occurred. The prs a and prs p were exchanged which did not resolve the issue. The system was restarted 4 times without success. Disconnecting the cables from the amplifier and restarting did not resolve the issue. Disconnecting and re-connecting the frame cable did not resolve the issue. The procedure continued without magnetics and was completed with no consequences to the patient.

Manufacturer narrative:
One ensite precision¿ magnetic field frame was received for analysis. Visual inspection of the returned field frame generator indicated no signs of physical damage; all labels are legible and correctly orientated. Functional testing revealed both patient reference sensors and all catheters tested were unable to be identified or tracked within the acquisition area. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported event has been isolated to abnormal functionality of a non-serviceable system level component within the field frame assembly.